Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to sinus tachycardia. The inappropriate shocks occurred outside of a single isolated episode. In addition, pacemaker mediated tachycardia (pmt) episodes occurred. Boston scientific technical services (ts) discussed reprogramming options. This crt-d remains in service. No additional adverse patient effects were reported.